Event description:
It was reported the unit sparked. Visual inspection of the unit revealed that the terminal had broken near a thermostat, allowing a spark to contact the fabric foundation and causing a brief spark. We were unable to determine the cause of this report.